Manufacturer narrative:
E1. Initial reporter facility name: international centre for genetic engineering and biotechnology. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of samples. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: h.5. Labeled for single use? Yes. Investigation summary: bd had not received samples, but three(3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of poor barrier separation was not observed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of samples. There was no report of patient impact.